Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol parastomal patch (device # 1) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol parastomal patch (device # 1). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ck parastomal patch (device #1) on (B)(6) 2007 and an unspecified bard/davol phasix. It is also alleged by patient's attorney that on (B)(6) 2016, the patient had unspecified injuries related to a defect in the ck parastomal patch (device #1), and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ck parastomal patch (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."